Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1007 indicative of charge time exceeding limitations along with battery capacity depleted (bcd) indicator being declared in 2022. Technical services (ts) recommended the device be removed and replaced. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.